Event description:
Patient had placement of an ams inflatable penile prosthesis approximately 9 years ago that has quit working due to a tubing leak. Patient was taken to surgery for surgical explant of the malfunctioning internal penile pump (ipp) device and replacement with another ams inflatable penile prosthesis. Patient tolerated the procedure well with no complications and was discharged home. Manufacturer response: for inflatable penile prosthesis (per site reporter).manufacturer will investigate the cause of the malfunction upon receipt of the device.